Event description:
A malfunction alarm was reported with a malfunction code "malf 13". There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the replacement of the pump with a new one and ensured that the customer was informed of necessary procedures, including returning the problematic pump and using multiple daily injections (mdi) as a backup therapy.